Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that one port does not work was confirmed. The reported condition that the device displayed an e2 and e8 error code could not be confirmed. An assessment was performed on the device which found that port one was not working properly, as it was displaying 37,000 rotations per minute (rpm) and it should be 80,000 rpm. It was further observed that the display (touch pad) was worn out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 4 for the same event. It was reported that during a micro discectomy surgical procedure of the back, it was observed that the foot pedal device, console device, and two motor devices received an e2 and e8 error when used together. The reporter stated that he was not sure which motor device caused the error message. It was further reported that one of the ports on the console device did not work. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.